Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode in which four bursts of anti-tachycardia pacing (atp) and two shocks were inappropriately delivered due to conducted supraventricular tachycardia (svt). The ventricular rate was greater than the atrial rate due to fast premature ventricular contractions (pvcs) during the conducted arrhythmia that was already greater than 190 beats per minute (bpm). Technical services (ts) discussed troubleshooting options and programming considerations, however programming options were limited. The field representative and physician will discuss medical therapy options. This ICD remains in service. No additional adverse patient effects were reported.